Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) readings and the blood glucose (bg) meter readings. Reportedly, the cgm bg readings were 321, 78, 196 mg/dl, and the meter bg readings were 290, 61, 248 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.